Event description:
Reporter has observed the er1 message several times in the past. Reporter stated she retested and received a blood glucose reading but does not recall result. Reporter just assumed she had done something wrong.